Manufacturer narrative:
This supplemental report is submitted to provide additional information regarding the device evaluation, including the unique device identification (UDI), and the final investigation coding. It was previously reported that "the manufacturer received information alleging a ventilator inoperative / machine flow drift high error code condition occurred. There was no harm or injury reported. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction." The device was returned to a service center for evaluation. During the inspection, the vent inoperative condition was confirmed. A vent inoperative error code e155 (evt_mach_flow_drift_high) was detected. The machine flow sensor was found to be drifting above specifications. The machine flow sensor will need to be replaced to address the issue. The device was crushed and disposed of. If any additional information is received, a follow-up report will be filed. The reported failure of vent inoperative is accommodated in the product risk management file as being linked to hazard with description loss of function/loss of primary function. Complaints for this failure are reviewed via the post market complaint trending and escalation processes to assess for the observed probability levels and compare them with the predicted levels in the risk file for the hazards linked to the failure. As of the date of submission for this report, there is no indication that complaints for the failure in question has led to unacceptable increase in probability levels for the hazardous situations in scope, and therefore no further action will be pursued. Qa continues to monitor complaints for this issue per the cadence in the complaint trending procedures. DHR review was performed for the complaint device sn (B)(6), review confirms that the device met the final acceptance criteria and was released for final distribution.

Event description:
The manufacturer received information alleging a ventilator inoperative / machine flow drift high error code condition occurred. There was no harm or injury reported. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A supplemental report will be submitted when the manufacturer's investigation is complete.